Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device had an accuracy issue. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3/as compounder with the device under delivered without alarm was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. No repair was necessary to fix the reported condition. Additional information: a service history review revealed that the device has not been previously sent into service for the reported condition of "under delivery without alarm - measured".

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.